Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ldm025 batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The suture broke during continuous suturing. It is unknown what was used to complete the procedure. There were no patient consequences reported.